Event description:
It was reported that during a lap bowel resection procedure, while activating the device around mesentery, the active blade broke into two pieces. They had a difficult time finding the broken piece. There was no reported patient consequence.

Manufacturer narrative:
Info not avail, device not returned for analysis.